Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to loss of capture (loc) with elevated threshold measurements and decreasing rv pace impedance measurements. No additional adverse patient effects were reported. This rv lead will be returned for analysis.